Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, ranging from 2700 ohms to 3000 ohms. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. The device location is currently at pharmacy of the groupement hospitalier nord.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurement, ranging from 2700 ohms to 3000 ohms. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. The device location is currently at pharmacy of the groupement hospitalier nord. Additional information was provided that the pharmacist likely discarded this rv lead and will not return. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.